Event description:
In (B)(6) 2014, the patient underwent left side ifuse si joint arthrodesis where three implants were placed. The patient later presented with left si joint pain complaints after a fall. In (B)(6) 2015, a new surgeon performed a revision surgery where he removed all three implants and filled the explant holes with bone graft. The condition of the patient following the revision surgery is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is re-injury following a fall. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7055-90, lot# i0924, manufactured 01/22/2014, expires 2019-01. Ifuse implant, p/n 7045-90, lot# i0898, manufactured 12/23/2013, expires 2018-12. Ifuse implant, p/n 7035-90, lot# i0891, manufactured 04/23/2014, expires 2019-01.